Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to a hematoma developing at the lead site. As a result, the hematoma was removed via surgical intervention. The procedure was successful and the patient is doing well.